Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was implanted in (B)(6) 2017, however an exact date was not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the right eye of a female patient in (B)(6) 2017. The iol, initially placed at 90 degrees, was noticed rotated 45 degrees clockwise. The patient experienced myopia. Reportedly, the lens was repositioned on (B)(6) 2017. Post-repositioning the patient was reported doing well with no injury. No further information was provided.